Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n264662015, implanted: (b(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity, and post spinal cord injury. It was reported that the patient hadn't been receiving therapy since the pump replacement. A dye study was done on (b(6) 2018 and the dye study confirmed that the catheter was disconnected. It was reported that imaging showed the catheter was disconnected before the dye study took place. It was reported the reason for the dye study was because the patient complained of not feeling good. It was reported the pump pocket appeared to have fluid surrounding it. It was reported that the rep was at the dye study. The rep reported that they had difficulty interrogating the pump preoperatively with two different physician programmers. Telemetry was successful once they left the pre-op room. The fluid at the pocket site was confirmed to be cerebrospinal fluid (csf) and the leak was due to the catheter disconnection. The pump did not to be replaced. A catheter revision took place and a sutureless connector was added to the catheter. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-oct-12 from saol therapeutics. It was reported that the patient was white, 5 foot 3 inch es tall and (B)(6) lbs. The patient's medical history was noted to be intractable spasticity post thoracic spinal cord injury. No other information was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the patient experienced a lack of therapy following the 2017-sep-26 pump replacement. During the surgery on 2017 (B)(6), the hcp had difficulty removing the connector from the expired pump, and suspected that she had damaged it but this was not recognized at the time of the surgery. It appeared to be well-seated. The patient's report of "not feeling good" and "feeling bad" was due to withdrawal symptoms. The patient also experienced a csf leak. The patient was subsequently admitted to the hospital for the previously reported 2018 (B)(6) catheter revision with an admitting diagnosis of "malfunction catheter." The hcp reported that this was "not a medication issue." No further complications were reported.